Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, lot# unknown, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported the device was first implanted in 1997 and underwent various revisions to parts of the system. A new implantable neurostimulator (ins), extension, and lead in 1999. No further complications were reported/anticipated.